Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery handpiece device had an undetermined malfunction. During service and evaluation, it was observed that the battery handpiece device trigger was broken/torn off. It was noted that the magnetic holder was broken. It was also noted that the device failed pre-repair diagnostic tests for proper function of the triggers, function of all modes, and response of the on/off trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.